Manufacturer narrative:
The fse confirmed fluid leak from of approximately 3-5 ml from the diff mixing chamber. The chamber was replaced resolving the leak. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 2 cc from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no error messages associated with this event. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.